Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the beginning the pt had a good effect. After 5 months, the pt suddenly experienced pain in the left arm, after she bent forward. Since then, it was not possible to stimulate with an amplitude higher than 0.1v. In (B)(6), the implantable neurostimulator was switched off. The pt was in the hospital for control the system at the time of the report. Eval of the system was scheduled for (B)(6) 2011. It was later reported that the lead was going to be explanted.